Manufacturer narrative:
The biofreedom (bfr1-3536/w25080078 & bfr1-4024/w25080083) stents have been implanted in the patient, and therefore, it is not returned for biosensors' investigation. Based on the information available, no device deficiency or device malfunction could be identified. The biofreedom stents were successfully delivered and deployed as intended, with final timi grade 3 flow achieved and no documented procedural complications, including coronary dissection, perforation, or angiographic abnormalities. No intracoronary imaging was performed during the index procedure, and no repeat coronary angiography or intracoronary imaging was available following the patient's readmission. Therefore, there was no objective evidence of stent thrombosis, in-stent restenosis, stent under-expansion, stent malapposition, stent fracture, or any other device-related performance issue. The patient's presentation with chest pain and nstemi three days after pci cannot be definitively attributed to the implanted biofreedom stents based on the available information. Potential contributing factors include the patient's underlying coronary artery disease, recent myocardial ischemia, persistent atrial fibrillation, hypertension, hypercholesterolaemia, previous stroke, and the inherent risk of recurrent ischemic events in the early post-pci period. The atrial fibrillation may also have contributed to myocardial oxygen supply-demand mismatch and ischemic symptoms. In the absence of repeat angiographic assessment or intracoronary imaging during this assessment, procedural factors such as stent under-expansion, stent malapposition, or edge dissection cannot be completely excluded; however, there is no supporting clinical or angiographic evidence to substantiate these possibilities. Based on the available evidence, a causal relationship between the reported adverse event and the biofreedom stents could not be established. The reported event is considered more likely attributable to the patient's underlying clinical condition and/or procedural or disease-related factors rather than a device-related malfunction. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The reported events are recognized potential hazardous situation and documented in manufacturer's product analysis. The risks are acceptable as benefits outweigh residual risk. Accordingly, there is no correction or corrective action to be implemented.

Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient ID: (B)(6). Patient is 63 years old, male with medical history of hypercholesterolemia, hypertension, stroke, atrial fibrillation and single vessel disease. Patient presented with silent ischaemia. Index pci was done on (B)(6) 2026 to target one type b1 lesion at the 80% stenosed proximal-mid lad. Lesion length was 50mm and reference vessel diameter is 4.00mm. Pre-dilatation was done using scoreflex 3.00mm x 15mm balloon at 20atm in the mid-lad and sapphire 3.50mm x 22mm balloon at 16atm in the proximal-mid lad. One biofreedom 3.50mm x 36mm (lot no. W25080078) stent was implanted at 10atm in the mid-lad. Another biofreedom 4.00mm x 24mm (lot no. W25080083) stent was implanted at 8atm in the proximal lad with overlapping technique. Post-dilatation was done using sapphire nc 4.00mm x 15mm balloon and euphora nc 4.50mm x 15mm balloon at 16atm and 14atm respectively in the proximal-mid lad. Timi flow post-procedure is three. No intracoronary imaging was used. No dissection, perforation, ECG changes, and complications were observed. Patient was discharged on (B)(6) 2026 with aspirin and clopidogrel prescription. On (B)(6) 2026, patient came to emergency department and presented with a 1-day history of chest tightness that began at approximately 1:00 a.m. While preparing to sleep. The chest tightness was associated with mild palpitations and mild shortness of breath. Upon admission, the patient continued to experience persistent chest pain with a pain score of 8-9/10. ECG showed rate-controlled atrial fibrillation, and chest x-ray showed clear lung fields. Cardiac assessment was consistent with non-st-elevation myocardial infarction (nstemi) with underlying single-vessel disease and persistent atrial fibrillation. Troponin I was 57, compared with 136 during the previous admission. Patient was discharged on (B)(6) 2026. Discharge plan included radial access site care, triple antithrombotic therapy comprising a direct oral anticoagulant (doac) and dual antiplatelet therapy (dapt) for one month until the next follow-up appointment, together with optimisation of antianginal therapy.